Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient had a lack of therapy. This occurred during normal use and it was unknown what led to this issue. The patient had reprogramming done. The issue was not resolved. Surgical intervention occurred.